Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported possible over delivery anomaly. The customer was reported a crack on reservoir tube side. The customer was also experienced differences between sensor glucose and blood glucose levels. The customer blood glucose was 101 mg/dl and sensor glucose value was 59 mg/dl at the time of incident. The customer reported hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040a. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for cosmetic damage and customer was advised to discontinue use of the device. Troubleshooting was not performed for differences between glucose levels, the difference between sensor glucose and blood glucose values was 42 mg/dl and it is beyond 30% limit. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.